Event description:
The customer reported horizontal lines on live image. No pts involved. The problem has been intermittent.

Manufacturer narrative:
The ge service rep replaced the camera. The system operates as intended.